Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose was 159 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer was also hospitalized on (B)(6) 2015 due to low blood glucose. The customer's blood glucose at the time of admission was 40 mg/dl. The customer expressed feeling sick, a headache, sweating and vomiting as symptoms of his low blood glucose. The customer stated that too much insulin may have caused the low blood glucose. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.